Event description:
It was reported by service report that the monitor tray was cracked and sharp edges were exposed and accessible as a result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.